Manufacturer narrative:
H6. Evaluation codes: updated. Device evaluation: no product was returned. No photographic or diagnostic evidence was provided by the customer. The most probable cause of a continuous beeping with the batteries taken out, and a blank screen while beeping, is a main board failure and could be caused to the rtc battery being due. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. If the device is later returned, the complaint will be reopened and an investigation will be completed.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the pump was alarming with a blank screen. The pump continues to alarm with batteries removed. Patient not affected. No patient injury. No additional information available.